Manufacturer narrative:
The reported event occurred on a cobas e 601 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv combi pt assay performed within specifications. A review of calibration and quality control data confirmed that calibration signals were within expected ranges, and the majority of quality control results were within the specified range. While some outlier results were observed for pc hiv gen2 level 1 (negative control), these were not indicative of a product performance issue. Internal performance data and global recovery evaluations for the implicated kit lot also confirmed that the assay was functioning as intended, with no trends of high or low recovery identified. A definitive root cause for the reported false reactive results could not be determined due to insufficient information regarding the number of confirmed false reactive results or additional patient sample data. The device remains in operation at the customer site.

Event description:
The initial reporter alleged an increased number of false reactive patient sample results and elevated quality control (qc) results for pc hiv gen2 level 1 (negative control) when using kit lot 657060 of the hiv combi pt elecsys cobas e 100 v2 assay on the cobas 6000 e601 module. The allegation included qc results for pc hiv gen2 level 1 (negative control) that were out of range on multiple occasions. On (B)(6) 2023, a result of 0.603 coi was reported as out of range (+3sd). On (B)(6) 2023, a result of 0.696 coi was also reported as out of range (+3sd). On (B)(6) 2023, a result of 0.713 coi was reported as an outlier. All other qc results for pc hiv gen2 level 1, as well as levels 2 (anti-hiv positive control) and 3 (hiv antigen positive control), were within the specified range but were noted to trend below the target value according to the provided data. The customer also reported discrepant patient sample results, described as false reactive, but no specific patient sample data or confirmed false reactive rates were provided.